Event description:
During preventative maintenance of the device, the technician observed the cooling fan of the roller pump did not function as expected. The device was repaired and tested to perform to specification. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.